Manufacturer narrative:
The endoscope was returned to the endochoice service center for evaluation and repair. It was found that the illumination leds were not functioning due to fluid penetrating the windows. The air/water channel at the distal tip was resealed and the bending sheath of the distal tip was replaced.

Event description:
It was reported that there was complete image loss during a case in which all images turned black upon use of the endoscope. This occurred during a case, in which there was no report of injury or other negative health consequence to any patient.